Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was felt when filling a cartridge during the load sequence. Customer changed the cartridge to resolve the issue. No impact to the customer¿s blood glucose.